Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the amount displayed by the device as "volume infused" is much larger than expected, leading to longer infusion time (under infusion). There was patient involvement, but no harm. Bd received additional information. After receiving the initial report from the customer, bd clinical practice consultant visited the customer site to gather additional information. It was reported that the facility began using alaris system on 24 september 2024. They previously used infusion pumps from a different manufacturer. With regards to chemotherapy infusion, the clinicians use "equashield" as their chemo safety system (closed system transfer device) added to the pump set. Per observation, the following were multiple variables potentially contributing to the reported issue of under infusion: 1. All lines are primed by pharmacy with the drug. The short sets are connected to the third port of the primary set just below the pump. There should be at least an additional 15ml added to the vtbi (volume to be infused) to get the volume of the drug to the air-in-line sensor. This is because there is saline in the lower portion of the tubing that is delivered first. The clinician has to account for that 15ml not used to prime. 2. The clinicians are using various bags to compound drugs due to the saline shortage. Currently they are using fleboflex by grifols and bd freeflex. The fleboflex has very little air in the bag. Both bags have fairly thick walls of material that while flexible, maybe contributing to a vacuum being created in the bag. This is a cancer center and many of the drugs are hazardous and cannot be vented. Bd clinical practice consultant was able to visualize a couple of infusions that took up to 20 minutes longer to infuse then anticipated and there appeared to be a vacuum in the bag. 3. Some pumps were high on the pole. This did not leave enough head height for those infusions. Bd clinical practice consultant provided education on the importance of proper set up. 4. Overfill: since the facility is using different bags of saline, the overfill may be variable. On some infusions in epic (electronic medical record), the overfill is built in. On others due to the type of dosing, the clinicians are not able to account for the overfill in epic. This leads to some confusion with nurses. 5. The facility reported that there are many drugs that they had the same issue with under infusion with their previous pumps (device from a different manufacturer). Although additional information was requested, the customer declined to provide and stated that no devices will be returned to the manufacturer for further investigation.

Event description:
It was initially reported that the amount displayed by the device as "volume infused" is much larger than expected, leading to longer infusion time (under infusion). There was patient involvement, but no harm. Bd received additional information. After receiving the initial report from the customer, bd clinical practice consultant visited the customer site to gather additional information. It was reported that the facility began using alaris system on (B)(6) 2024. They previously used infusion pumps from a different manufacturer. With regards to chemotherapy infusion, the clinicians use "equashield" as their chemo safety system (closed system transfer device) added to the pump set. Per observation, the following were multiple variables potentially contributing to the reported issue of under infusion: all lines are primed by pharmacy with the drug. The short sets are connected to the third port of the primary set just below the pump. There should be at least an additional 15ml added to the vtbi (volume to be infused) to get the volume of the drug to the air-in-line sensor. This is because there is saline in the lower portion of the tubing that is delivered first. The clinician has to account for that 15ml not used to prime. The clinicians are using various bags to compound drugs due to the saline shortage. Currently they are using fleboflex by grifols and bd freeflex. The fleboflex has very little air in the bag. Both bags have fairly thick walls of material that while flexible, maybe contributing to a vacuum being created in the bag. This is a cancer center and many of the drugs are hazardous and cannot be vented. Bd clinical practice consultant was able to visualize a couple of infusions that took up to 20 minutes longer to infuse then anticipated and there appeared to be a vacuum in the bag. Some pumps were high on the pole. This did not leave enough head height for those infusions. Bd clinical practice consultant provided education on the importance of proper set up. Overfill: since the facility is using different bags of saline, the overfill may be variable. On some infusions in epic (electronic medical record), the overfill is built in. On others due to the type of dosing, the clinicians are not able to account for the overfill in epic. This leads to some confusion with nurses. The facility reported that there are many drugs that they had the same issue with under infusion with their previous pumps (device from a different manufacturer). Although additional information was requested, the customer declined to provide and stated that no devices will be returned to the manufacturer for further investigation.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.